Event description:
It was reported that the non-boston scientific personnel called regarding the right atrial (ra) lead specifications for explant. The lead was explanted due to infection the following day. No additional adverse patient effects were reported.